Event description:
It was reported that the customer casing is coming off the insulin pump. The customer's blood glucose level was unknown. The customer also reported that the keypad anomaly on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to slightly corroded keypad traces. The address and serial number label was not worn or faded, but was peeling. The insulin pump also had a peeling keypad overlay, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.